Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead got stuck in the tricuspid valve. There is no information that this was retrieved. This lead was never in service. No additional adverse patient effects were reported.